Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an abnormal increase in ventricular pacing lead impedance. The physician has elected to monitor lead impedances at future follow-ups. This device is involved in a product advisory.